Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 8am the alleged issue first occurred. The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 24 hours later she developed symptoms of "cold sweat, shaky hands, and cloudy vision." The patient denied receiving any medical intervention in response to her symptoms. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When a new test strip was inserted, the meter would not turn on. When the patient pressed the power button, the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.